Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night they started to experience a sudden sharp pain in the right labia. Patient stated it was almost like a spasms. Patient stated they were able to decrease stimulation which helped with the pain and then they noticed a por message appear on the screen. Patient stated at this point they think their device is completely done. Troubleshooting was unable to be performed as no troubleshooting could be done due to the nature of the event. Patient services reviewed stimulation will be turned off when por occurs. The patient was redirected to their healthcare provider to further address the issue. Pt states they do have a doctor's appointment scheduled tomorrow.